Event description:
It was reported that the pump was not delivering insulin as intended. The customer's blood glucose level was "high" on the continuous glucose monitor. Customer administered a manual injection to address bg and reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.